Event description:
It was reported that during a tvt procedure one extremity of the tape became detached from the needle with the collar. The original tape was implanted. There were no pt consequences reported.